Event description:
Pt on a ventilator showed a decreased heart rate. Manual ventilation was initiated, but heartrate continued to drop. Pt in pea then asystole. It was noticed that the ventilator had an excessive amount of water in the expiratory water trap. The pt expired. It was not determined that the ventilator caused the death.